Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 25mm surgical valve implanted approximately ten years ago underwent a valve-in-valve procedure due to aortic stenosis. A 26mm valve was implanted with good result.

Event description:
It was reported that a patient with a 25mm valve implanted for ten years, five months underwent a valve-in-valve procedure due to severe aortic stenosis. A 26mm valve was implanted with good result. Patient was stable within the procedure and was transferred to cvs ICU. The patient was discharged home on pod #1. According to the physician, the surgical valve did not prematurely fail.

Manufacturer narrative:
H10. Additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable.